Event description:
On (B)(6) 2012, this vns patient underwent generator revision. (The generator was low battery but still delivering therapy when replacement was pursued.) While programming the patient's device to deliver therapy, a system diagnostic showed high lead impedance. Follow-up on (B)(6) 2012 showed that the device was interrogated prior to surgery and the device was implanted. Attempts to interrogate the device after implant were unsuccessful due to incompatible software and generator models. When the patient's device was interrogated during the afternoon after surgery, high impedance was seen. Diagnostics were run, and the high impedance message was no longer seen. Attempts for additional information have been unsuccessful.

Event description:
Attempts for programming history have been unsuccessful.additional clarification was received that the failure to program during surgery was due to incompatible software from the physician's handheld device.

Event description:
Attempts for the explanted generator have been unsuccessful. The explanted generator could not be located by the hospital and was likely discarded.

Event description:
An implant card was received indicating that the explanted generator was discarded. Attempts for programming history are underway.

Event description:
Review of programming history for the explanted generator shows that the device had normal impedance at the last interrogation on (B)(6) 2012. The device was at neos on that date. Review of decoder data from (B)(6) 2012 shows that the battery voltage was 2.163 v, and the device was still enabled. Impedance at this time was 2124 ohms. Review of programming history and a decoder for the patient's newly implanted generator for (B)(6) 2012 and (B)(6) 2013 showed that, on (B)(6) 2012, the device was interrogated, programmed on, and interrogated; however, no diagnostics were run. The following day (B)(6) 2013, the device was interrogated 24-hours after the device was programmed on allowing time for an automeasure: the impedance upon interrogation was 2252 ohms. A subsequent system diagnostic shows results within normal limits. The device was interrogated at intended settings.

Manufacturer narrative:
Description of event, corrected data: previously submitted MDR inadvertently omitted information that the explanted generator could not be located by the hospital and was likely discarded. This report is being sent to correct this information.

Manufacturer narrative:
Brand name, corrected data: suspect medical device is generator. Model #, serial #, lot #, expiration date, corrected data: suspect medical device is generator. Operator of device, corrected data: suspected medical device is generator which was interrogated by the physician. Date of implant, corrected data: suspect medical device is newly implanted generator. Date of example, corrected data: suspect medical device is newly implanted generator. Device manufacture date, corrected data: suspect medical device is generator. This report is being submitted to correct the above information.

Manufacturer narrative:
Review of programming history.